Event description:
It was reported to philips that the top of case is broken off and device does not power on. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer elected not to repair the device and to retire the device from service. No parts were replaced. Based upon the information provided, the root cause cannot be determined.